Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that shaft break occurred. The procedure was indicated to treat ami. The 95% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery (lad). Following pre-dilation with a 1.5x20 balloon catheter, a 32x2.50 promus premier drug eluting stent was advanced but failed to cross the lesion. Upon removal from the patient, the shaft was separated from the catheter. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. No issues were noted with the profile of the devices tip. The crimped stent of the device was visually and microscopically examined and no issues were noted with its profile that could have potentially contributed to the complaint incident. The balloon was visually and microscopically examined and no issues were noted with its profile that could have potentially contributed to the complaint incident. The balloon was tightly wrapped, evenly folded and was not subjected to positive pressure. A visual and microscopic examination found no issue with the profile of the devices markerbands. A visual and tactile examination found no kinks or damage along the shaft of the device. The hypotube was broken 118mm distal to the strain relief. There was evidence of material resistance at the both of the break sites. A visual and tactile examination found that the hypotube was kinked adjacent to both break sites and at various other positions along its length. There was no indication that a hypotube break formed part of the complaint incident. The hypotube was broken 118mm distal to the strain relief and kinked across its length. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The procedure was indicated to treat ami. The 95% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery (lad). Following pre-dilation with a 1.5x20 balloon catheter, a 32x2.50 promus premier drug eluting stent was advanced but failed to cross the lesion. Upon removal from the patient, the shaft was separated from the catheter. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.